Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not pressed fo prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on unused supply lines. There was nothing unusual noted about the supplies, and they were not being reused. There were no pets present that could've damaged the supplies. No damage was noted to the overpouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The registered nurse (rn) came into the home patient (hp)'s room and found the hp disconnected. The floor was wet and the hc was alarming system error 2240. Per the rn, the connection to the home patient (hp) may have been loose, then had disconnected. The technical service representative (tsr) explained and cleared the alarms, and referred the rn to the on call doctor for further medical instructions. Proper procedures were reviewed, and it was unknown how the patient would complete therapy. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.